Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had compressor related malfunction. There was no patient involvement and no harm reported. Getinge field service engineer (fse) checked the machine and found problem with compressor assembly,found pump head and membrane damaged. Needs replacement of maintenance kit 5000 hours with new one. Replaced the maintenance kit with new one. Checked functionally found ok. Handed over the machine in working condition. Operating hours noted as 10616 hours.

Event description:
N/a.

Event description:
It was reported during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) system failed. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6). E1 event site telephone was shortened due to character limitations. The complete number (B)(6).